Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent ongoing occlusion alarms occurred. Subsequently, the customer was hospitalized and admitted to the intensive care unit (ICU) on (B)(6) 2022 due to an elevated blood glucose (bg) level ranging from 578 mg/dl to "undetectable according to hospital nurse", and high ketones identified as life threatening by a healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Customer was released from the ICU on (B)(6) 2022 with the issue resolved and no permanent damage.